Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-18 user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error message occurred after the blood was applied to the test strip. Customer stated she did try a new vial, same lot number (mu2324) and was still obtaining the e-5 error message after the blood was applied. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017 the customer stated she was feeling shaky and was experiencing excess urination. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/18/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.